Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device returned to manufacturer for investigation. Returned packaging confirms lot number 9332856. The device was returned with the handle and the basket formation in the closed position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Visual examination noted the basket sheath is bent 2 cm from the distal tip. The support sheath is partially severed 1 mm from the nose of the mlla. The basket formation appears smashed. The distal cannula is slightly bent. The support sheath and basket sheath are still adhered. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled. The basket formation could not be manually actuated. A review of the device history record found there were no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records shows there are no other complaints that have been associated with the complaint device lot number 9332856. The instructions for use (IFU) contains the following precautions: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not function due to sheath damage. The sheath was kinked near the distal end, and partially separated near the handle. Additionally, the basket wires were bent, further indicating the device has been damaged. All devices are inspected for functionality and damage prior to packaging. The condition of the returned device makes it likely that it was inadvertently damaged during unpacking / handling. The conclusion is cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Occupation: other unknown healthcare provider. PMA/510k # ¿ exempt/ pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook ncircle tipless stone extractor was being tested prior to a ureteral stone retrieval, and the device failed to open or close. This issue would not allow the device to fit through the semi-rigid scope being utilized. The procedure was completed successfully with the use of another basket. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.